Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient participated in a study for the product chronos strip on (B)(6) 2011. Patient was implanted with 100 mm x 25 mm x 3 mm chronos strip using 8cc bone marrow aspirate and 60cc local bone. Patient was also implanted with matrix implant at l3-l4 and l4-l5. Post operatively, on (B)(6) 2012, patient presented with worsening lower back pain, bilateral buttocks, bilateral legs, bilateral numbness in feet, and pain in sacrum. This report is for a locking cap. This is 9 of 15 reports for this event.